Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image turns green was component failure of the universal cable and rigid tube was dented due to component failure of the rigid tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Repair record indicate that the product was repaired, tested in accordance with all applicable procedures, and met all final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited image turns green, dented rigid tube and component failure of the rigid tube. There was no patient involvement.